Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized 7 times in the past 21 years due to low blood glucose. Customer stated that during the day her blood glucose reading is in the 400 mg/dl, but in the morning she is always low. Customer stated that she has been waking up with low blood glucose since she has been a diabetic. Customer stated that the police have come to her house to wake her up and she has been hospitalized due to this issue. Nothing further was reported.